Event description:
Same patient as MFR report #: 6000093-2006-0223, -02224. At the time of the index procedure, the patient underwent a cardiac catheterization to evaluate "profoundly abnormal" stress test findings of "almost global" ischemia and left ventricular dilation. At the time, the patient also experienced an acute inferior q wave mi (myocardial infarction). The index procedure identified and treated two target lesions. Terget lesion 1 was identified in the proximal lcx (left circumflex) with 99% stenosis measuring 2.75x28mm, was treated with angioplasty and placement of a 2.75x32mm taxus express2 drug eluting stent. Kissing balloon angioplasty of the lcx and 2nd om (obtuse marginal) was performed, which resulted in 0% residual stenosis in the proximal lcx and less than 25% residual stenosis in the proximal 2nd om. The patient also underwent angioplasty to the 3rd om, which resulted in 25-30% residual stenosis. Target lesion 2 was identified in the mid rca (right coronary artery) with 80% stenosis measuring 3.0x35mm, and was treated with angioplasty and placement of two overlapping 3.0x32mm and 3.0x16mm taxus express2 drug eluting stents resulting in residual stenosis of 0% following post-dilation. It was noted that there were areas of 35% stenosis just proximal and just distal to the newly stented area in the rca. The patient was discharged the following day on asa and plavix. In 2006, a cardiolite stress test revealed an lvef of 43-49% at rest, and inferior subendocardial scar with mild peri-infarction ischemia. The patient was "treated medically". The patient presented to a non-enrolling hospital emergency room 229 days post-index procedure with chest tightness, shortness of breath, and diaphoresis. In ECG showed sinus rhythm with "what appeared to be an old inferior mi". At the time of admission, an initial troponin was negative, but it "subsequently rose to 2.8, and then 18.6." The pt was diagnosed with a non-localized subendocardial mi with positive troponins. The following day, the pt was transferred to the enrolling hosp for a cardiac catheterizaton. At the time of admission, the pt was reported to be taking asa and plavix. One day following admission, the pt underwent pci of the proximal lcx with angioplasty, thrombectomy, and placement of a 3.0 x 20 mm taxus stent result in residual stenosis of 0% following post-dilatation. The pt was discharged on asa and plavix two days following admission.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.